Event description:
Shortly after onset of cardiopulmonary bypass, a leak developed in the connection between the cannula tube and proximal connector, resulting in a slow drip. Blood loss was estimated at 300-500ml.